Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a procedure to remove a hemispherical black papule about the size of a broad bean from the left back. The boundary was clear and the boundary was regular. After improving the preoperative inspection and exclusion surgery taboo, the black papule was surgically removed. During the surgery , a fusiform incision was taken to completely remove the papule. A layer of suture was made inside the skin, and a layer of simple suture was made outside the skin. After the surgery, the patient was given a daily dressing change. On the 3rd day after surgery , when changing the dressing, it was found that the wound was cracked and the inner suture was exposed. The patient had a device extrusion, but the wound was free of redness, swelling and exudation. The suture was removed and then sutured again. After 10 days, the wound healed. Additional information was requested.